Manufacturer narrative:
"Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (B)(4) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of (B)(6) 2021 through (B)(6) 2024."

Event description:
While using night aligners the patient reported, "when he wears the aligners his lips swell and just get really itchy , he thought it was the hb so stopped using that for a while and that did not resolve the issue, he said he would sometimes not wear the aligners because of the itching and then he would try to wear them again and the same thing would happen -- the swelling and itching so he says he stopped wearing them and it is much better."